Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated they had an occurrences where a patient sample generated a higher than expected result on the architect free t4 assay. The high result was generated at the end of the reagent pack, with three tests remaining and the suspect high result of 32.34 pmol/l was the third specimen tested. The sample was retested twice using a new reagent pack from the same lot and an expected lower result of 14.94 pmol/l was obtained. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Customer complaint information was reviewed and an investigation performed to determine the nature of the customer's issue. In performing our tests, we used the same architect free t4 reagent lot (lot 62933jn00) used by the customer at the time the issue occurred. During our investigation, we evaluated 20 replicates of architect free t4 low, medium and high control levels as well as 36 replicates of the thyroid n panel. Panel n is used in the architect free t4 testing to monitor performance in the normal region. The total number of tests performed was 100 (i.e. Total capacity of the kit). A valid calibration curve was obtained and all replicates of controls and panel n fell within the specification ranges. In addition to our tests, we reviewed the testing performed by our quality control laboratory prior to approving architect free t4 reagent lot 62933jn00 for sale, as well as other customer complaints received to-date, to determine if others have experienced similar issues. Our review of this additional data did not identify any related issues. We also reviewed all architect free t4 reagent lots manufactured since september 2006. This data was analyzed by statistical process control (spc). Spc tracking demonstrated that architect free t4 reagent lot 62933jn00 was performing on target, within statistical control and all values were within the upper and lower specification limit. From our tests and information review, we conclude that the architect free t4 assay is currently meeting its safety, effectiveness, and label claims. Although a specific reason for the customer's issue could not be determined, the architect free t4 product will continue to be monitored. This is the final report.